Event description:
It was reported on this recently implanted cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for left ventricular automatic threshold detected as greater than programmed amplitude or suspended. The presenting electrogram (egm) shows a loss of capture (loc) on the left ventricular (lv) lead. The threshold measurement is 3.2v (volts) at 2.0ms (milliseconds), however pacing is fixed on trend at 2.5v at 2.0ms. Further review was recommended for settings. At this time, the device remains in service. No adverse patient effects were reported.